Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted heartsine to report that their device is not giving any audible prompts. Without audible prompts, a user may be unable to use the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.